Event description:
I used medtronic quickset infusion sets for my tandem t:slim insulin pump. I received a new shipment of quicksets from the distributor in early 2016 and noticed the tubing had changed. Didn't think much of it, but for the first time in my 10 years of using an insulin pump, I started having bent cannulas. I was told by the distributor this was due to scar tissue or my not inserting the set correctly. However, when this began happening, I started using new areas of my body, such as my thighs and backs of arms, where I had never taken shots or insert pump sites before. The cannulas still bent. These bent cannulas; because they are under the skin and you cannot see that they are bent, prevent insulin from getting into your body. This leads to high blood sugar and possibly diabetic ketoacidosis if not caught soon enough. The only way to see if a cannula is bent is to pull the whole site out - and since most of us diabetics have a limited supply each month, we are hesitant to pull a site if there is any other possible explanation. After I had done my own troubleshooting by changing infusion set areas and changing how I inserted it, I eventually changed to a different brand of infusion sets - and have had zero kinked cannulas since I switched in (B)(6) 2016.